Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing the end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. Her blood glucose level was 375 mg/dl. The reservoir compartment was damaged. The customer stated that she was in the hospital due to gastroparesis and not insulin pump related. The insulin pump was stuck on the rewind process. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.